Event description:
A distributor reported that the pump's touchscreen was cracked or shattered, leading to the screen freezing. There was no information provided regarding the impact on the customer¿s blood glucose level. The pump was set to be returned for further inspection, and a replacement pump was issued.